Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, the pacemaker was found in back up operation while still in the box. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
The reported event of backup mode was confirmed. Device was returned in backup mode, which was discovered while device was still in the box. Analysis of device image determined backup occurred due to bus error and hardware reset of xena integrated circuit. After reloading the device firmware, further environmental testing could not recreate the backup event. Additional testing found the device battery is above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Device firmware was downloaded successfully.